Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device was alarming "cassette not locked. Lock cassette before starting pump" when it was locked. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Replaced latch/lock optic flex sensor and the trim expulsor. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.